Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided. Suspected cause was due to delivering additional boluses after the control iq system had delivered automatic boluses. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.